Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips, error message appeared on the screen as therapy disabled after replacing therapy board and therapy capacitor, because from the beginning we received a call from the customer as the device have a therapy delivery failed. There was no report of patient involvement.

Manufacturer narrative:
.